Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was returned. The distal end of the balloon was protruding from the distal end of the introducer sheath. The distal balloon material was bulged. The catheter was kinked just distal to the strain relief. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks in the catheter and polyimide. No kinks were reported by the user. The distal tip of the introducer sheath was observed to be flared and damaged, indicating retraction issues. The proximal end of the sheath was bunched in appearance. No other anomalies were observed to the sheath. Functional/performance evaluation: the patency of the guidewire lumen was tested using an 0.035" guidewire and passed without issue. An inflation device was used to deflate the distal portion of the balloon. The balloon was then able to be retracted through the sheath without issue. The balloon was inserted through a 7fr sheath without issue. The balloon was inflated to rbp (24atm) and the balloon took the appropriate shape upon inflation. The balloon was deflated without issue. The balloon was stripped and cut at the proximal cone to examine the inflation/deflation ports. After opening the balloon, no anomalies were noted to the inflation/deflation ports. The glue bullet was in the correct location and was not blocking the inflation/deflation ports. Medical records & image/photo review: no medical records and no images/photos were provided for review. Conclusion: the investigation is confirmed for retraction issues as the balloon was returned within the customer's introducer sheath and the distal end of the introducer sheath was damaged. The investigation is confirmed for deflation issues, as the balloon was returned partially inflated. The investigation is inconclusive for entrapment of the balloon, as the original conditions of use could not be recreated (i.e. Patient vessel). The inability to fully deflate the balloon likely lead to the retraction issues. However, the root cause for the deflation issue is unknown. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Additionally, precautions and specific directions for use of the conquest pta dilatation catheter are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the second inflation, the pta balloon catheter allegedly would not retract fully through the sheath; therefore, the balloon catheter and sheath were removed together as a single unit. There was no reported impact or consequence to the patient.